Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was removed due infection. In addition, a large mass compatible with vegetation was attached to the right ventricular (rv) lead. The patient had sepsis. (B)(6) blood cultures indicated the organism was (B)(6), and the patient was treated with multiple antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.